Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the electric pen drive starts running without the handswitch. The electric pen drive starts running at the moment the button is positioned to forward or rewind. This happened without connection to handswitch/pedal.

Manufacturer narrative:
Device used for treatment and not diagnosis. The part was manufactured to specifications. The present electric pen drive has been dismantled and checked for functioning. The device was sold in december 2008 and the last service date for this device was in january 2010. The investigation has shown that the motor and the control unit are defective. The epd failed due to lack of service.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.